Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic incisional hernia repair surgery and extensive lysis of adhesions on (B)(6) 2011 and mesh was implanted. Two additional hernia defects were found in the lower midline incision. Operative note states ¿very difficult case.¿ she had surgery again on (B)(6) 2012, due to extensive small bowel adhesions to the mesh and abdominal wall. A recurrent hernia inferior to the previously placed mesh was noted in the suprapubic retro-bladder space and mesh was implanted. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/28/2019.